Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for normal follow-up and multiple episodes of hvr was observed. Episodes showed possible true non-sustained ventricular tachycardia and possible lead noise. Patient returned to the clinic for routine follow-up and no episodes were observed. Patient was stable.